Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap nissen. According to the reporter, the tissue was extremely thick and dense, the surgeon had trouble getting the needle to toggle in the endostitch. The needle actually bent on two separate occasions which then got stuck in the endostitch. Once the endostitch was out of the pt cavity the surgical tech was unable to get the jaws open. The account opened a total of 3 endostitch units on this case because they were not opening or toggling. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.